Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported blood glucose value of 47 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1715k, mmt-397a. . The pump auto mode/smart guard feature was active at time of low blood glucose event was not mentioned. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715k. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that emergency medical services were called due to hypoglycemia. Blood glucose at time of event was 47 mg/dl. Prior to the event user stated their lip and mouth went numb and it got more intense. User was given sugar water and pbj sandwich. User stated "I think I gave myself to much insulin" that caused the low. User also stated going into the settings, looked at basal. Mentioned they needed to get the pump reprogrammed. Self test was done and pump passed. User was on a medication but did not specify. User declined to complete troubleshooting.